Manufacturer narrative:
Imdrf annex e code health effect: clinical code: (B)(4) no clinical signs, symptoms or conditions imdrf annex f code health effect: impact code: (B)(4) no patient involvement or (B)(4). Annex a: (B)(4)defective device. (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815 batch no.: 1124893. It was reported by the sales representative that the chloraprep leaked in the packaging. Per complaint form: chloraprep leaked in packaging.

Manufacturer narrative:
No samples or photos were provided for evaluation. Bd was unable to verify the reported issue or determine a definitive root cause at this time. A production record review was completed for batch/lot 1124893 and no non-conformances related to the reported defect of "broken ampoule" during the manufacturing of the lot. No further actions required. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported by the sales representative that the chloraprep leaked in the packaging. Per complaint form: chloraprep leaked in packaging.